Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty,  and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death.  Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta.  Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure.  It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris.  Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The reported anterior tibial artery obstruction due to embolization of an atheroma was likely due to patient factors (severe calcification, moderate tortuosity, and ¿shaggy¿ porcelain aorta). Per report, the intestinal ischemia 2 days after procedure was possibly due to the vascular atheroma which may have exfoliated and moved inside the arteries. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach when the valve crossed the annulus co-axiality was lost. The valve was deployed canted, with the left coronary cusp side of the valve approximately 2 mm higher than the annulus with mild regurgitation. No additional intervention was performed and the devices were removed. Post procedure the patient¿s o2 saturation decreased and pulse below the left knee was absent. An embolism at the anterior tibial artery was confirmed. Percutaneous transluminal angioplasty was executed, and recirculation was confirmed.  Per medical opinion, the embolism was due to patient factors (shaggy aorta, porcelain aorta, severely calcified vessels, moderate tortuosity), but it was not possible to determine at which time of the procedure the delivery system exfoliated the atheroma. The patient expired post op day 2 from intestinal ischemia. The physician stated: ¿the vascular atheroma may have exfoliated and moved inside the arteries.¿